Manufacturer narrative:
Per the clinic, the patient also was experienced a wound dehiscence and the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced head trauma and subsequently the skin breakdown exposing the receiver/stimulator. The patient also experienced a magnet dislodgement, surgery to reposition the magnet has been completed on (B)(6) 2024 under general anaesthesia. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 04, 2024.

Manufacturer narrative:
It is now reported that the patient developed an infection. Device analysis report attached.